Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 (clinical and impact codes).

Event description:
Additional information was received indicating that there were no adverse consequences noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a3, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : locking mechanism in the patella clamp is faculty. It was difficult to lock in position, and it was also hard to unlock. The surgeon has to finish compressing with his hands as the clamp wasn¿t working properly. Surgeon was able to successfully implant the patella. Did not add any delay to the procedure and he didn¿t seem concerned about it at the end of the case. Right side the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the attune patella drill clamp was observed with signs of normal usage. A functional test was performed and was not able to replicate the reported will not lock/unlock condition due to the locking mechanism works as intended the clamp button functions correctly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the locking mechanism in the patella clamp is faulty. It was difficult to lock in position, and it was also hard to unlock. The surgeon has to finish compressing with his hands as the clamp wasn¿t working properly. Surgeon was able to successfully implant the patella. Did not add any delay to the procedure.